Event description:
It was reported during in clinic follow up that the atrial lead had high pacing impedance, low sensing, loss of capture, and oversensing of noise resulting in inappropriate mode switch. During revision, fracture was visualized. It was also noted that the right ventricular lead showed loss of capture and high pacing impedance, and a fracture confirmed during previous procedure. Both leads were removed and successfully replaced on (B)(6) 2025. There were no patient consequences.

Manufacturer narrative:
The reported event of the lead fracture and high pacing impedance were not confirmed while the reported event of failure to capture was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual inspection of the lead found two external insulation abrasion breaching the outer insulation and exposing the outer coil near the helix assembly region. The cause of the reported event of failure to capture was due to exposure of outer coil at the abrasion region. All other damages are consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.